Manufacturer narrative:
There are no reports of any trauma or excessive activity that may have contributed to the lead moving. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back with the leads targeting the medial branch nerve near the l4 vertebral body. Patient reported getting good pain relief upon activating the system. After using the system, the patient reported inadequate pain relief beginning on an unknown date. Field investigation determined that an implanted lead had migrated away from the original nerve target. On (B)(6) 2024, a surgical procedure was conducted to reposition the lead back at the nerve target. During the procedure the ipg was damaged and required replacement. The original lead was repositioned and remains implanted and in use.